Manufacturer narrative:
B5: the lens was explanted and replaced on (B)(6) 2021. The problem was resolved. Claim#: (B)(4).

Manufacturer narrative:
Weight: unk, ethnicity: unk, race: unk, explant date: unk. This product is manufactured in the u.s. But not marketed in the u.s. Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens, -08.00 diopter, in the patients right eye (od), on (B)(6) 2021. The lens was reported as having low vaulting and remained implanted. The cause of the event was unknown. Additional information has been requested but none has been forthcoming.